Event description:
It was reported that the tip of the instrument fractured off during final tightening. The fractured tip remained inside the nut and as a result. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual examination of the returned drivers confirmed the reported event. The tip of the instruments were sheared off. Aside from the tip, no other damage is present on the instrument. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Records indicate the instruments passed all inspection criteria at the established sampling rates. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the devices. No adverse effect was reported as a result of this event.